Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error. The customer¿s blood glucose was 4.5 mmol/l at the time of the incident. The reported that pump has started alarming again, every few hours. Customer reported that she inserted a new battery, but again after 4 hours or so, the pump alarmed power error again. The pump will be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed device alarmed power error alarm. The power management tool confirmed power error alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Hardware low level failures alarm during self test and confirmed in the device history due to broken trace on keypad assembly. Device was received with stained serial number label and scratched case.